Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the disposable wire broke during activation and pieces of the wire were left inside the breast. The patient was listed as alive with no injury. The picture sent with the report shows wires remaining in the tissue. Additional information was received from the manufacture representative (rep). It was reported a stereo-tactic table was used. The rep confirmed a piece of the wire detached from the wand and remained in the patient. The rep stated there was no pre-existing breast clips in the capture area and the breast tissue was not particularly dense. There was 12 cc of lidocaine administered. The rep stated there as 5 minutes that passed between lidocaine injection and wand activation. The rep stated the healthcare professional (hcp) did not insert the wand into the handle, then taken it out, prior to the procedure, to re-set or re-insert the wand into the handle. There were no error codes displayed. It was noted the hcp did not re-set within the wand, prior to the procedure. It was noted the tissue sample was capable to be captured with the same wand. The patient noted had not any additional procedures due to the wire being left in the breast. The patient was listed as ok. The rep noted the information was confirmed with the hcp. Additional information was received from a manufacturer representative. The console and handle are still in use.